Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The product was received for investigation and a sheath kink was found. The scoreline was not split. The cause of the sheath kink was not determined since there is insufficient clinical information. D9 date device returned to manufacturer added. B3 date of event was inadvertently reported incorrectly on manufacturer device report. G2 report source; health professional was missing from manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the 14fr introducer distal end kinked. The long sheath was exchanged for the short peel-away sheath. There was no harm to the patient.